Manufacturer narrative:
A ge service representative performed an onsite investigation. The celeron cpu pcb and display adapter pcb were evaluated and replaced. A fuse was also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of "generator power system error". This meant the system would not complete boot process successfully. To address the issue the fse replaced the celeron cpu, the display adapter and a fuse. Root cause was not determined. The fse verified system functionality, and a follow up call confirmed system still working correctly. Any of the identified repairs could have contributed to the no boot issue. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.